Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the device started to not work right three months after implant and had to be kept at "level #2" to keep them comfortable. The patient (pt) stated they have had the device readjusted numerous times and nothing helped. The issue had not been resolved and the pt had to turn the device off due to a severe attack on (B)(6) 2016 while they were driving and had to pull over until the pain stopped. The pt saw their hcp regarding the issue and x-rays were being looked over for this. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She had urgency, especially after eating. Sometimes it was not a strong stream. The implant worked well at first but changed and gradually got worse. She had bought pull-ups/pads to help. The stimulation had been painful on occasion and hurting in the crotch area, so she had turned stimulation down but it was still present. This included where stimulation felt like it was adjusted higher automatically. Program 3 was twice as bad as program 2. She had multiple reprogramming sessions after which she would have to turn down afterward. This occurred in (B)(6) 2015. The most recent appointment was (B)(6) 2015 and the next appointment was in (B)(6) 2016. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the stimulator was working at first then it started to cause pain in the patient's (pt) legs and groin area. The pt could not go to other levels due to pain and loss of bladder control. The healthcare provider (hcp) tried to change the levels on the device but the pt was still losing control of their urine and pain in the bottom area. The issue had not yet been resolved and the pt had an appointment with the hcp on (B)(6) 2016, and the pt was getting tired of this not working. If additional information is received, a follow-up report will be submitted.